Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2011. The patient came in emergently with side and back pain. Computed tomography (CT) showed an unknown endoleak. The physician elected to implant two competitor stents to resolve the leak. The patient is in stable condition.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the placement of the non-endologix stents and was not able to confirm the type 1a endoleak. Additionally there was evidence to reasonably support the following observations; a type 2 endoleak, a right common iliac artery kink, a proximal left common iliac artery focal stenosis, a type 3b endoleak of the proximal extension, a type 3a endoleak with near complete implant separation, aortic rupture, thrombectomy, and one bare metal stent in the proximal aorta. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; aortic angulation, ulcerated plaque and thrombus, anti-coagulation therapy, untreated stent kink, current tobacco use, and focal stenosis. The review of manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event.

Event description:
Additional information, it was confirmed the patient had a type 1a endoleak and the physician elected to implant a non-endologix palmaz stent and a non-endologix cook stent to seal the leak.